Event description:
According to the available information the sling broke on the dynamic anchor side during implantation. Surgeon did not get it into obturator internus and when the introducer was pulled from the patient the sling was stuck on tissue. The sling was removed from the tissue with some force when the tensioning suture broke.